Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the patients and orders information had been delayed on multiple stations. A technical support specialist (tss) had reported that the issue appeared resolved and granted permission to check the devices. After dialing in, tss confirmed the device had no errors and was functioning normally. Tss obtained the server password from the sutter help desk, verified carefusion services, and confirmed proper communication on the es server synchronized page. A follow up with the user confirmed the device was operating as expected, and the case could be closed. Data synchronization had not been failing on any devices; the issue had originated on the customer side, where their cerner host system had not communicated with customer environment. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned five stations scmedsrges, scnursyes, scpacues, scperinaes, scspspaces were on critical override. Patients and orders information were delayed or down. The customer also noted that new data was not crossing over, and they do not have the necessary samples. However, there were no delays or adverse events or injuries reported based on this event.